Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and there was no delivery alarm. Customer¿s blood glucose at the time of incident was 420, 402 mg/dl. The customer reported that they had received the no delivery alarm. The troubleshooting was done for no delivery alarm. The customer reported that insulin exits with the manual prime and the insulin pump was working as designed. The reservoir, infusion set will be and insulin pump will not be returned for analysis.